Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned mmdg could not investigate the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump was shutting off while attempting to prime with the pump. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to the complaint. They also stated that no alarm message was reported when the pump shut off during priming. (B)(4).